Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a calcified and 100% stenotic lesion in the mid lad. The maverick2 monorail balloon was removed and the procedure was successfully completed with another device. A terumo introducer sheath, a 6f mach1 guide catheter, a powersoft guide wire and an encore inflation device were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good."